Manufacturer narrative:
The pump was received with a solid display with horizontal black lines and an unexpected intermittent audio beep alarm due to a cracked and bleeding lcd glass. Unable to perform functional testing, including the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests due to physical damage to the lcd glass. The pump was received with a broken off and missing end cap. The pump was received with a cracked keypad overlay at the select button. The pump was received with minor scratches on the display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was broken. The customer reported that the insulin pump screen was black and had a constant tone. The customer reported that the bottom of the insulin pump came off completely. The customer also reported that they were hospitalized due to low blood glucose. The customer stated that the emergency medical services were called. The customer's blood glucose was 251 mg/dl at the time of hospitalization. The customer stated that they were off the insulin pump at the time of hospitalization for less than 48 hours. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.